Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and damage possibly due to the removal process. Fracture mount and screw identified. No pre-existing conditions were noted on the per. The reported device location is unknown and was used same day. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: `contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review was completed for the subject lot number (62685694). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62685694) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k101880.

Event description:
It was reported that during the implant surgery the implant mount screw fractured inside the implant. Implant was removed.